Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to a yeast infection because of diabetes but not for and highs or lows and had received no delivery alarm and battery out limit alarm. The customer's blood glucose was 386 and 198 mg/dl. Troubleshooting was performed for no delivery and battery out limit alarm. The customer was not wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.